Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the unit for evaluation. Visual inspection on the unit revealed evidence of fluid inside the housing which indicated leakage has occurred. Further visual inspection on the unit revealed that the film-wrap was missing. The cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked into the housing of the device from an unknown location of the bladder. This was noted after filling of the device with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.